Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an low anterior resection procedure, the jaw would not open after the firing. Another device was used to complete the case. There were no adverse consequences to the pt.